Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - received cassette without handpiece or tubing. Could not test functionality. An assignable cause for the failure could not be verified because the unit could not be tested. Insufficient information for a complete investigation. The DHR for microtip lot 17913-16 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 17913-16. A review of lot history showed that there were (B)(4) reported microtip unit failures. Lot 17913-16 has a failure rate of (B)(4).

Event description:
Priming issues.